Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lap lobectomy, the egiaustnd endogia ultra univ std stap handle experienced unloading issues. The handle was stuck in the initial angulation chosen and could not be repositioned. The surgeon fired in the initial angulation position without incident, but the reload could not return to the neutral position to exit the trocar. A nurse had to use force to remove the reload, resulting in a broken handle mechanism. The device was replaced. There was no patient involved.